Manufacturer narrative:
E1, initial reporter first name- (B)(6). B5 describe event or problem: corrected. D1 brand name: corrected.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in left main anterior descending artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device was not following the guidewire properly. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.

Manufacturer narrative:
E1, initial reporter facility name- (B)(6).

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in left main anterior descending artery. The unknown opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device was not following the guidance otoo properly (o support). The procedure was not completed due to this event and was rescheduled. No patient complications were reported.